Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Additional information indicates the ipg meets physician's expected longevity based on programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.